Manufacturer narrative:
Block h6: imdrf device code of a0501 captures the reportable investigations results of stent shaft break. Block h11: the returned tria ureteral stent was analyzed, and a visual evaluation noted the stent shaft was detached. The suture and positioner were not returned. The analysis performed to the returned device, evidence "stent detached". It is possible to conclude that since the suture was not returned, this indicates that it was removed and the device was used. These failures could have been cause due to an interaction of the device with the suture string such as entanglement, manipulation or excess of force applied over the device during the setting up, consequently, affecting the performance of the device. According to the time of event, it occurred in the preparation meaning that the suture must have been cut and gently removed, however, the evidence shows the contrary with the found issue. A conclusion code of failure to follow instructions was assigned to this investigation. Correction to block h6 evaluation conclusion codes

Event description:
It was reported that, during the procedure, the pigtail part was separated when the tria ureteral stent was inserted. Another of the same device was used to complete the procedure. No patient complications were noted. Analysis of the returned device identified stent shaft detached.

Event description:
It was reported that, during the procedure, the pigtail part was separated when the tria ureteral stent was inserted. Another of the same device was used to complete the procedure. No patient complications were noted. Analysis of the returned device identified stent shaft was detached.

Manufacturer narrative:
Block h6: imdrf device code of a0501 captures the reportable investigations results of stent shaft break. Block h11: the returned tria ureteral stent was analyzed, and a visual evaluation noted the stent shaft was detached. The suture and positioner were not returned. The analysis performed to the returned device, evidence "stent detached". It is possible to concluded that this issue could be caused by operational factors, the retrieval line may be removed before placement at the physician's discretion. If the retrieval line is removed using excess force, the stent can get "detached" during the procedure affecting the performance of the device. Based on the information available and analysis results, an investigation code of adverse event related to procedure has been assigned to this investigation.